Manufacturer narrative:
The cause of the bleed was not determined since product was not returned and insufficient clinical details were provided. The root cause of the infection was unable to be determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp experienced persistent oozing that was managed with dressing changes. The patient also had a fever and was treated with antibiotics. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
A6 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.